Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three (3) devices were received for evaluation; three (3) events were confirmed during testing. One (1) device was found to be affected by contamination of the safety. One (1) device was found to be affected by a non-stryker repair. One (1) device was found to be affected by a frozen locking cam. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device ran while in safe mode or the safety of the device was stuck, presenting a condition in which the device could be inadvertently activated. There was no patient involvement; no patient impact.